Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display could not be read due to being dropped. Blood glucose level at the time of the incident was 600 mg/dl, which was treated with manual injection. Blood glucose level at the time of the call was 299 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform operating current and functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to cracked and bleeding lcd glass. Also, unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.